Event description:
It was reported that when patient presented in the emergency room for altered mental status. Upon device interrogation, non-sustained episode for showed slow ventricular tachycardia. Patient had a premature ventricular contraction which was blanked out during atrial pacing. The ventricular tachycardia episode was intermittently undersensed. Patient had atrial fibrillation which was undersensed and unable to be resolved with programming changes due to max sensitivity settings in place. Some programming changes were made no cardiac events occurred post programming changes. Patient was diagnosed with acute congestive heart failure, cardiopulmonary arrest, hyperkalemia, pneumonia, and dry gangrene. Patient¿s family opted for a do not resuscitate for the patient. There is no known allegation from a health professional that suggests the death was related to the device. Physician suspected that the primary cause of death was renal failure and secondary cause was congestive heart failure. No further information is available at this time.